Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was unpacked during a procedure performed on (B)(6) 2014. According to the complainant, during functional testing, the snare loop failed to extend out of the sheath. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
Investigation findings: catheter detached. Visual evaluation of the returned device found that the handle cannula was slightly bent, the flare was detached from the catheter, and the catheter is kinked. The catheter had marks from the flare process performed during manufacturing. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the detached flare prevented the snare from extending out of the sheath. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.